Event description:
Zoll lifepak was brought into a code situation. An attempt at defibrillation did not produce a shock. It was felt that battery was not charged even though it had been plugged in previously. The device was immediately plugged into wall socket and it worked. There was no injury, as the code was successful and the pt was sent to ICU.